Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd max¿ exk¿ dna-3 false positive results were obtained. Multiple attempts have been made to obtain additional information, the customer has not responded. The following information was provided by the initial reporter: consistent positive results with each test on this lot#.

Manufacturer narrative:
H6: investigation summary : the complaint investigation for positive results (discrepant result) when using bd max exk dna-3 kit (ref # (B)(4) from lot 1103395 was performed by the review of manufacturing records and verification of complaints history. Review of the manufacturing records of the bd max exk dna-3 kit indicated that the lot was manufactured according to specifications and met performance requirements. Aside from the information available in the complaint text, at the time the investigation was conducted, despite several requests made to receive information, no data was available from the customer. Based on the investigation and available information, bd was unable to determine the cause of the customer issue. There is no indication of an increase in complaints for discrepant results for the bd max exk dna-3 USA kit lot 1103395. Bd cannot confirm the complaint based on the investigation that was performed.

Event description:
It was reported that while testing with bd max¿ exk¿ dna-3 false positive results were obtained. Multiple attempts have been made to obtain additional information, the customer has not responded. The following information was provided by the initial reporter: consistent positive results with each test on this lot#.